Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading at the time of the hospitalization was 41 mg/dl. Customer stated that she was readmitted in the hospital for the low blood glucose, but she was hospitalized for three months for non diabetes related issue. Nothing further was reported.